Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt fell and hit his head. He had a "huge subdural hematoma and the family requested they withdraw support".

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.